Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the rod for reaming guide inserter tip was bent and needs replacement. This part was being sent back to depuy and was not used on a patient. Attune rp impactor composite was broken into two pieces and needs to be replaced. This was not used on a patient and was being sent back to depuy. Attune shim 5x8 was broken in half. This was not used on a patient and was being sent back to depuy. Attune 6x8 capture guide red composite tab latching mech was broken. Was not used on a patient and being returned to depuy. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.